Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the screen is scratched and worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1 date of submission 10/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings:evaluation revealed the display lens had multiple scratches. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.